Manufacturer narrative:
The insulin pump had blank display due to corroded electronics assembly. It also had corroded motor home switch and broken battery tube threads. It was unable to test for vibrating without alert due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went into the pool with the insulin pump. The customer stated that the device was vibrating without an alarm or alert and would not respond. Customer's blood glucose value was 142 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.